Event description:
Health professional reported that the port of a lap-band device allegedly "cracked." The port was removed and replaced. The rptr did not have any further info.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however, the analysis has not been completed at this time. Further info from the rptr regarding the explant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."